Event description:
It was reported a stent assisted coiling embolization procedure was performed in the c4 segment of the right internal carotid artery ( ica). During the procedure, the physician experienced difficulty delivering the subject device due to the curvature of the lesion and the pt's tortuous anatomy. The subject device was released early in the right c3 but was reportedly unsuccessful. The stent was left implanted. The physician used another stent to cover the neck of the aneurysm and finished the coiling procedure successfully. Currently, the pt's condition is reported as stable.